Event description:
On (B)(6) 2012 the patient contacted animas and reported that the up arrow and down arrow keypad buttons were sticking and became unresponsive to button presses after swimming. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with wipes. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent response to button presses on the 'up', 'down' and 'contrast' buttons .multiple button presses requiring increasing force are required before the 'up', 'down'' and 'contrast' buttons will engage. A hole in keypad cover on the 'ok' button and a crack in battery compartment were noted. The pump failed leak test with keypad leak and battery compartment leak. Removed keypad cover and found contamination under all button contacts. The pump was opened to check for moisture ingress and no evidence of internal moisture damage found.